Event description:
Pathology received notes "no malignancy" and does not report biomarkers.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "clinical testing for alcl¿.

Event description:
Healthcare professional reported ¿biocell warranty and clinical testing for alcl.¿ pathological markers confirming alcl have not been received. The left side device remains implanted.